Manufacturer narrative:
Device replacement was recommended. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device declared elective replacement indicator (eri). A manual capacitor reform was performed with a charge time of 10.2 seconds, but the previous test charge time was 22.6 seconds. Boston scientific technical services (ts) and engineering reviewed the data and confirmed eri was declared due to two long charge times. The first charge time was 25.6 seconds and the second was 22.6 seconds. Device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the device was thoroughly inspected and analyzed. External visual inspection identified no anomalies. Review of device memory revealed that the device was still in beginning of life (bol) and the device had recorded long charge times. Testing confirmed that an internal component was not securely attached to the circuit substrate. This open connection was between a diode component within charging circuitry and the electronics substrate. This incomplete electrical pathway within the device¿s shock charging circuitry resulted in the lengthened charge times. Engineers determined that the conductive epoxy used to connect the diode component to the printed circuit board did not create a secure connection. Despite exhibiting extended charge times, the maximum shock energy was still available and therapy availability is not compromised in devices exhibiting this issue. Therapy would have been available to the patient (if required), albeit with a somewhat longer charge time. This intermittent connection manifests during capacitor reformations or therapy charges.

Event description:
At a later date, this device was returned for laboratory analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Subsequent information was received that this device was explanted. The field representative has attempted to locate the device to return it; however, the device has not been found. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The patient presented for the revision procedure and the longevity was back to normal. As a result, the revision procedure was postponed. No adverse patient effects were reported.